Event description:
A pt was injected with radiesse dermal filler inside the mouth, developed an infection. The pt was injected on (B)(6) 2012, and one week post injection developed the infection in her sinuses. This was not medically confirmed. Dr. (B)(6) spoke with the pt on (B)(6) 2012, on the telephone, and prescribed 500mg augmentin, twice daily for 20 days. She was seen by dr. (B)(6) on (B)(6) 2012, and diagnosed as fully recovered.

Manufacturer narrative:
The radiesse device history records for 1031022 were reviewed. All required testing specifications for the lot were met prior to release and there were no abnormalities noted. The pt has fully recovered.